Event description:
Per medwatch voluntary MDR report# mw5187355 received 5 may 2026: the 6.9fr semirigid ureteroscope was advanced alongside the wire. Care was taken to minimize injury to the ureteral orifice. The stone was unable to be adequately visualized due to tortuosity of the ureter. Then placed a 28 cm access sheath. Advanced the flexible ureteroscope up the sheath, but could not access the stone, would not advance to the stone. Then placed a 0.025 glide wire, advanced scope over wire, still could not access the stone. Ureteroscope removed. Fluoroscopy revealed a sheared off portion of the 0.25 glidewire. 12 may 2026-information from distributor's report: procedure- no information available product available for return? No product availability comment: device available for evaluation? No

Manufacturer narrative:
Reference voluntary MDR report# mw5187355. Note: though glidewire is referred to in the event description, a zipwire lot number was provided in voluntary MDR report# mw5187355. This event is being filed as a serious injury based on the end-user response to outcomes attributed to adverse event: other serious or important medical event. Attempts to obtain further details on the event, including patient impact and details of any other devices used during the procedure. To date, no further information has been provided. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use warnings: do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/ or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle. Use extreme caution when using a laser, making sure to avoid contact with the zipwire hydrophilic guidewire. Direct contact may cause damage to the wire and/or sever the wire. As noted in the device instructions for use precautions: the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. Due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information , it appeared that procedural and/or handling factors have contributed to the event as reported. Lake region medical reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. If any further relevant information is provided, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.